Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: media review: a photo was attached to the complaint record showing two connectors next to each other. One was the standard rotapro fiber optic connector, the other was the abnormal connector described within the reported events with the plus and minus connectors. An abnormal connector could be confirmed using the attached photo, but it is not clear if the abnormal connector depicted is connected to a rotapro device. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was completed and confirmed that the event of additional intervention/prolonged procedure, procedure cancelled/rescheduled was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the conclusion code assigned to this investigation was cause not established. There is no indication of a manufacturing defect during review of the manufacturing record, and review of the event by additional partners did not identify a possibility for this defect to originate from the boston scientific manufacturing or supplier manufacturing processes. Within the attached photo provided as part of the reported events, it is unclear if the differing connector is connected to a rotapro device. As there is no indication of a possibility for this connector to be present during the manufacturing process and there is no indication of a deviation during the manufacturing process, the origin of the connector depicted within the attached photo could not be determined and a most likely cause for the presence of the connector and following procedure cancellation could not be established.

Event description:
It was reported that the procedure was cancelled. A1.50mm rotapro was selected for use. During preparation, a fiberoptic connection issue was noted. Attempts were made to connect it to the rotapro machine but failed. The procedure was unsuccessful. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A1.50mm rotapro was selected for use. During preparation, a fiberoptic connection issue was noted. Attempts were made to connect it to the rotapro machine but failed. The procedure was unsuccessful. There were no patient complications reported.